Event description:
Related manufacturer reference number:2017865-2022-45524. It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead and the right ventricular lead exhibited low impedance. Both leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of low pacing lead impedance was confirmed. Confirmed. As received, a complete lead was returned in one piece. During electrical testing the lead was shorting. Destructive analysis was performed and visual inspection found abrasion breaching the inner insulation and the middle region of the lead. The cause of the reported event was isolated to the inner insulation abrasion.